Event description:
It was reported that, before a surgery, the mdu overheated. The procedure was performed, without any delay, using an equivalent s+n backup. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case- (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed a broken lanyard. A functional evaluation was performed on the returned device and found that it grew warm and a blade stall error message was found. It was also noted device ma was above 960. Further investigation revealed stiffness in the drive fork when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include a short in the power cord. Based on this investigation, the need for corrective action is not indicated.